Manufacturer narrative:
The device was evaluated by the manufacturer and the complaint was duplicated. The handpiece overheated due to a damaged spindle housing, corroded motor housing, and rotor rub. The device was repaired and returned to the customer.

Event description:
The customer reported that the handpiece felt hot while in use. They had another handpiece that they swapped out and used to complete the procedure. There were no adverse consequences reported.